Event description:
The reporter stated that the surgeon had inserted a cc4204bf collamer single piece lens into the patient's eye with no damage to the lens, however, the surgeon noticed that the patient's capsule was torn. The surgeon cut the lens to remove it without enlarging the incision and another model lens was put in the eye. There was no vitrectomy performed. The reporter stated that the surgeon reported that the patient had a pre-existing weak capsule and didn't believe that the lens contributed to the tear.

Manufacturer narrative:
H6: results - a visual inspection of the returned product shows the lens has one plate haptic torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.